Event description:
Pt revised for suspected infection (not confirmed), found femoral and tibial components loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.